Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product(s): product ID: 5068 lead. Implanted: (B)(6) 2002. Product ID: 4194 lead, implanted: (B)(6) 2008. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, unexpected delivery of a ventricular tachyarrythmia therapy and the rv lead integrity alert triggered. It was noted beginning (B)(6) \2015, (B)(4) ventricular sic were observed, along with non-sustained (ns) ventricular tachycardia (vt), high rate-ns, ventricular oversensing-noise, and ventricular fibrillation (vf) detected episodes with lead noise oversensing and inappropriate shocks. On (B)(6) 2015, the rv pacing impedance spiked to 1235 ohms up from a trend in the 200-300 ohm range and the impedances continued to be high and variable. It was further noted the rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate-ns episodes and rv lead impedance variation in last 60 days.

Event description:
It was reported that the patient presented to the hospital due to a broken bone and a device check was carried out, indicating the patient had previously received three inappropriate shocks due to suspected right ventricular (rv) lead fracture. It was also noted a lead integrity alert (lia) had triggered and oversensing was observed. During the revision procedure, it was also noted the battery longevity had decreased and it was suspected the depletion was attributed to increased rv threshold measurements. The rv lead and device were replaced. No further patient complications have been reported as a result of this event.